Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'damaged tube' with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of 'damaged tube' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: they received a "broken glass tube."